Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during the procedure of the implant of the right ventricular (rv) lead, upon positioning the rv lead, the lead got connected to the atrium port of the device header by mistake. To correct this, physician attempted to unscrew the lead but lead was stuck in the atrium port. The lead screw was unable to open again. The device with the stuck lead was removed. A new lead and device were implanted. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.